Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged motor, swivel, and spring seal. The spring pin was too high, the ball plunger was not in the correct position, and the dowel pins were not flush. The rpms were noisy, the control bar was not in the correct position, and the calibration was out at all readings. The needle bearing, spring seal, external retaining ring, motor sleeve, hinge throttle gasket, nut bearing lock, motor, set screws, planet gears, gear ring, vespel sleeve bearings, semi-circle shaft bearings, lever, ball plunger, 4" width plate, 2" width plate, and 3" width plate were replaced. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repair. Follow-up will not be conducted as there was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no patient involvement. During the investigation, it was found that the width plate was damaged. Due diligence is complete.